Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, it was reported that a guidewire would not advance through the 3maxc and, therefore, the 3maxc was removed. The procedure was completed using a new 3maxc. It is unknown if there was any adverse effect to the patient.